Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's nurse that the customer was dispatched to intensive care unit due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. Customer was not using the insulin pump for more than 2 weeks. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the transmitter was not connected with the insulin pump. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.